Manufacturer narrative:
Addendum to the previous information. This supplemental emdr is being sent to correct the expiration date of the ventralex mesh. A review of the manufacturing records was conducted which found no anomalies during the manufacturing process of the device. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. No sample has been provided for evaluation, therefore no assessment regarding the alleged material deformation has been performed. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. If additional information is obtained, a supplemental MDR will be submitted. Addendum #1: this supplemental emdr is being sent to correct the expiration date of the ventralex mesh. A review of the manufacturing records was conducted which found no anomalies during the manufacturing process of the device. With the current information available no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Addendum #2: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, about 3 years post implant of ventralex mesh, patient was diagnosed with adhesions, abdominal pain, mesh deformation and hernia recurrence thereby underwent repair with partial mesh removal. Per op notes, ¿the mesh was shriveled up and the recurrence lateral to." Instructions-for-use supplied with the device identify adhesions as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2011 the patient underwent surgery for repair of a incarcerated umbilical hernia. As reported, a ventralex hernia patch mesh, reference number (B)(4) and lot number huvf0937 was implanted to repair the hernia defect. It is alleged that about 3 years later on (B)(6) 2014 the patient underwent an "additional surgery to repair the hernia defect and remove the mesh because it was shriveled up and not completely incorporated." It is alleged by the patient's attorney that the ventralex patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. As reported, the patient has suffered and will continue to suffer physical pain due to the alleged defective ventralex patch. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with implant of ventralex mesh (device #1). Per the operative notes, ¿the hernia sac was dissected off the anterior aspect of the umbilicus and excised. The hernia defect was repaired using a piece of ventralex mesh (device #1) in underlay fashion and fascia was closed over the mesh.¿ (B)(6) 2014 - patient had left sided abdominal bulge, pain and was diagnosed with hernia recurrence during examination. (B)(6) 2014 - patient was diagnosed with recurrence of umbilical incisional hernia and epigastric ventral hernia thereby underwent laparoscopic repair with partial removal of the ventralex mesh (device #1) and implanted with two ventralight st meshes (device #2 & #3). Per operative notes ¿there was epigastric hernia, and this was completely reduced. There was also recurrence umbilical hernia and omental adhesions. The mesh (device #1) was shriveled up and the recurrence lateral to. This mesh was grafted to remove from the abdominal wall where it was not completely incorporated. The parts were completely incorporated was left in place. The epigastric hernia was repaired using a ventralight st (device #2). Then inferior umbilical hernia was also repaired using a ventralight st (device #3).¿ attorney alleges that the patient had adhesion, mesh shrinkage, pain, hernia recurrence and unincorporated mesh.

Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. No sample has been provided for evaluation, therefore no assessment regarding the alleged material deformation has been performed. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the IFU as a possible complication. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2011 the patient underwent surgery for repair of a incarcerated umbilical hernia. As reported, a ventralex hernia patch mesh, reference number 0010301 and lot number huvf0937 was implanted to repair the hernia defect. It is alleged that about 3 years later on (B)(6) 2014 the patient underwent an "additional surgery to repair the hernia defect and remove the mesh because it was shriveled up and not completely incorporated." It is alleged by the patient's attorney that the ventralex patch used in the patient's hernia repair surgery failed, resulting in much pain and suffering, doctor visits, subsequent procedures and was injured severely and permanently. As reported, the patient has suffered and will continue to suffer physical pain due to the alleged defective ventralex patch.